Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb handle of the bisector separated during the harvesting phase of the procedure. The procedure was completed without any complications by using a new device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the outer and inner sides of the tool handle and on the blue toggle switch. It was observed that the tool handle was detached and separated exposing the inner components including the wires and the mechanism that manipulates the bisector blade. Based on the returned condition of the device, the reported failure mode "detachment of device or device component" was confirmed. The shop floor paperwork was reviewed for the vasoview 7 xb device. All the test results meet the specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb handle of the bisector separated during the harvesting phase of the procedure. The procedure was completed without any complications by using a new device. The hospital did not report any patient effects.